Manufacturer narrative:
Evaluation: a product eval was not performed in response to this report because the product said to be involved was not provided to cook for eval. The report could not be confirmed. A review of the device history record and sample test from this lot could not be conducted because the lot number was not provided. After a review of the account ordering and shipping history, the lot number involved could not be determined. Conclusions: the info provided indicated the balloon may have become "nicked" on the endoscope during movement. The additional info provided indicated the balloon dilator did not receive lubrication prior to advancement through the endoscope. This is the most likely cause for the reported observation. The instructions for use direct the user direct the user to apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel. This activity will aid in endoscopic advancement and balloon preservation. Prior to distribution, all hercules 3 stage esophageal balloon dilators are subject to visual examination to ensure device integrity. Correction action: based on the quality engineering risk assessment no corrective action is warranted at this time. Quality assurance will continue to monitor for complaint trends.

Event description:
During an esophageal balloon dilation, the physician used a cook hercules 3 stage balloon esophageal. The balloon was inflated and then deflated. While the balloon was being moved up and down, the balloon may have become "nicked" on the endoscope. When inflation of the balloon was attempted, the balloon popped. The device was removed and an achalasia balloon was used to complete the procedure. A section of the device did not remain inside the pt's body. The pt did not require any additional procedure due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.